Event description:
It was reported that (1) 35os was used during a laparoscopic chole procedure. It was reported by the rep that the gasket tore in the middle of a procedure after trocar insertion. The surgeon replaced with another trocar and finished the case. There was no consequence to pt.